Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device evaluation found the noise and intermittent image loss were caused by damage to the scope connector. The scope communication error code b30 was caused by corrosion of the video connector. The scope ID loss was caused by damage to the ID circuit board. Service also found the adhesive rubber in the bending section was missing, likely due to wear and the chemical stresses caused by the cleaning, disinfecting, and sterilization processes over time. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported ¿noise appears on the screen¿. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, noise and intermittent image loss were observed with error code b30 (scope communication error), and scope ID (identification) loss was found. This report is being submitted for the malfunctions found by service during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the evaluation and investigation of the returned device, and to correct information provided in the initial report. Corrections/clarifications regarding the device evaluation: during inspection and testing of the device, service found the noise and intermittent image loss were caused by damage to the imaging unit (charge-coupled device unit), not the scope connector, as previously reported. The adhesive rubber in the bending section was chipped, not missing, as previously reported. Based on the results of the legal manufacturer's investigation, the likely cause of the image issues was due to failure of the imaging unit (ccd), a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. Per the legal manufacturer, the chipped adhesive rubber in the bending section has no potential to cause or contribute to death or serious injury if the malfunction was to recur.